Event description:
I had a mirena then switched to essure about 2 1/2 years ago. I have called so many times to complain that I'm bleeding so much in an hour during cycle, abdomen and pelvis pain where I'm in fetal position. All they could tell me is let it settle in and it will go away. It has never stopped hurting... And I called again not to long ago they asked me to see another doctor because that doctor doesn't believe it's cause is essure. Not happy. All I want is for them to reverse it and let me be back to normal.